Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photographs showed that the cone of the male luer connector (mll) of the access line is cracked which would have led to the air leak. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air leakage during treatment with a prismaflex m100 set. During patient treatment, air leakage occurred due to an arterial luer connector break. There was no patient injury or medical intervention associated with this event. No additional information is available.